Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 28apr2025. It was reported that the balloon was not working properly, and lesion was not inflated. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During second inflation, it was noted that the balloon was not working properly, and lesion was not inflated. Visible pinhole in the balloon material was not known. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon leak pinhole located approximately 8mm distal of the proximal markerband.